Event description:
Following reanimation, pt was treated using coolgard catheter. After approx 36 hrs catheter lying time, the red impeller on the cooling system stopped turning for hours. In the short-circuit system- without catheter - the impeller turns. Therefore, catheter was switched. The system worked faultlessly thereafter.

Manufacturer narrative:
Eval of the returned icy-3 catheter revealed an approximate 0.125" balloon rupture, located at the proximal end of the medial balloon (adjacent to the bonding area). During mfg, all icy-3 catheters are 100% inspected for leaks. Thus, it is probable that the balloon rupture may have been caused by abrasive surface contact to the catheter during device operation, and/or a latent material defect in the balloon that could not be detached with our 100% leak testing. There was no pt injury reported with this claim. This complaint did not hamper pt treatment as once the catheter was switched the system functioned without fault (as mentioned in the "describe event or problem" above).